Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shocking channels of this implantable endocardial lead. This noise led to oversensing and inhibition of pacing. In addition, this patient received an inappropriate shock. The patient was tying her shoes at the time of the episode. Attempts to recreate the noise were unsuccessful. At a later date, the patient became symptomatic; feeling dizzy and lost consciousness. The electrograms are continuing to exhibit noise on the rate/sense and shocking channels. The atrial and left ventricle ports are plugged.